Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that rust like particles from the o-ring inter block area were found when cleaned with a swab. The issue was discovered during clinical engineering's preventative maintenance month. The device had, prior to being checked for preventative maintenance, been used on patients. From our knowledge, no one was injured or harmed by the device malfunction.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted: device was received with paint missing from the top of the enclosure, quick connect was corroded, microswitch was bent, and the pole clamp is discolored. Functional testing could not duplicate the reported problem. Another issue was found: the line cord would not pass electrical testing. No evidence of rust was observed in the water or inside the interlock block reflux plug; however the microswitch lever was bent and the drain tube fitting corroded. Root cause for the issues could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced line cord, quick connect, microswitch. Performed preventative maintenance, changed o-rings and changed reservoir gasket. Calibrated device. Device passed functional testing after the completed repairs.